Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of ipg not charging was not confirmed. As received, ipg communicated and was charged, and was functionally tested to manufacturing specifications using the autotester and passed the auto test. Functional bench testing revealed the returned ipg charged normally as per specifications.